Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a no delivery alarm and was not able to get out of the "preparing to prime" loop. During troubleshooting, customer was able to rewind but received an unexpected restart error alarm and a motor error alarm. During troubleshooting for motor error alarm, it was found that drive support cap was loose. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.